Manufacturer narrative:
(B)(4). Guide wire: bmw 190 cm, asahi soft; stent: 4.0 x 18 rx xience, 3.0 x 30 medtronic integrity bms. There was no reported product deficiency. Dissections are known adverse events as listed in the otw voyager instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was found to have a spiral dissection in the distal left circumflex (lcx) artery after predilatation with a non-abbott balloon and a 2.0 x 12 otw voyager. The moderately calcified proximal lcx was treated first with the uneventful implantation of a 4.0 x 18 xience v rx stent. The distal lesion could not be treated first as they could not get to it without treating proximally. The patient remained stable despite the dissection that was treated with two balloon dilatation catheters. The 2.5 x 18 xience v rx stent was inserted, but was unable to reach the dissection. The dissection was ballooned again. A non-abbott stent was inserted, but was unable to reach the dissection. The 3.0 x 18 xience v rx was also inserted and was unable to reach the dissection. The dissection was ballooned again. It was determined that the patient required emergency cardiac bypass surgery and was transferred to another facility for bypass. The patient remains at the hospital at this time in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the patient did not undergo a coronary artery bypass graft surgery. Instead, upon the patient's arrival to the surgical facility, the patient needed to be stabilized before additional intervention could be performed. The following day, the patient underwent percutaneous coronary intervention with stenting in the left circumflex artery. There were no further complications and the patient was discharged two days later; therefore, this is not considered to permanent damage.

Event description:
Subsequent to the previously filed med watches, information reviewed indicates that attempts were made to first stent the distal circumflex, but after the 2.5 x 18, then the 3.0 x 18 xience were unable to cross the lesion, it was decided to stent the proximal lesion first with the 4.0 x 18 xience. After the 4.0 x 18 xience was deployed, the spiral dissection was identified. After a guide wire was inserted in the true vessel lumen, the 2.5 x 18 xience was inserted to treat the dissection, but was unable to cross. At that point, the procedure was concluded and the patient was referred for emergenent bypass surgery.